Event description:
Nurse from the hospital reported to our salesrep that she was observing a surgery procedure. During this procedure she observed that the retaining clip of the inlay is getting loosen during positioning the inlay. A replacement was available to complete the surgery.

Manufacturer narrative:
Added height and weight as per surgery report. An event regarding a seating issue involving a triathlon insert was reported. The event was confirmed. Visual inspection of the returned component indicates that the anterior face has an indent visible across the locking wire slot and a scratch on the locking wire which appears to have been caused by an implement used to push back on the insert component. The pressure applied would have popped the locking wire out of place. The deformation of the wire appears to have been caused by continuing to attempt to lock the insert into place on the baseplate when the locking wire was displaced. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there are no other similar events reported. Based on the visual inspection of the returned component, the damage observed on the insert appears to have been caused by an implement used to push back on the insert component. The pressure applied would have popped the locking wire out of place. The deformation of the wire appears to have been caused by continuing to attempt to lock the insert into place on the baseplate when the locking wire was displaced. The damge observed on the part was caused by the user and would have rendered the component unusable.

Event description:
Nurse from the hospital reported to our salesrep that she was observing a surgery procedure. During this procedure she observed that the retaining clip of the inlay is getting loosen during positioning the inlay. A replacement was available to complete the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.